Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that they are performing a CT scan to rule out a stroke, and noted that the patient has a pump. Additional information received 2016-aug-15 stated that the patient is currently in hospice and is expected to pass away soon. Protocol for when the patient passes was requested related to the patient's pump that may alarm. The hcp confirmed that the reason for the hospice is unrelated to the pump or therapy, and that the patient has been in the hospice program as of (B)(6) 2016 at home. No comments were made on the relation to dbs therapy and follow up is being conducted to obtain additional information. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-18060.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.